Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. The insulin pump was received with time clock functioned properly. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the display on the insulin pump was frozen. None of the buttons were responding. Customer's blood glucose was unknown. The time on the device didn't advance indicating the device was frozen. Issue occurred during normal use. Customer removed the battery for five minutes, new battery was inserted, and the buttons weren't responding. Customer agreed to return the device for analysis.